Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the burning sensation was that the patient broke a screw at l4. The patient needed to have a myelogram test. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient pulled a muscle right where her ins is on (B)(6) 2019 which caused discomfort and pain in that area. The patient said she met with her hcp on (B)(6) 2019 to discuss the pulled muscle. The hcp recommended the patient shut the ins off. The patient said after turning the ins off, her pain subsided so she turned the ins back on. The patient said that when she turned the ins back on (B)(6) 2019, it felt like pins and needles and there was a burning sensation where the ins was located. The patient said that by (B)(6) 2019 she was in so much pain with the device she decided to turn the device back off. The patient said that since the device was turned off, her pain had subsided. The patient was directed to follow up with their hcp. No further complications were reported.